Event description:
It was reported that the pt had a previous tvt procedure and was still incontinent and leaking. The physician decided to place a second tape. The first pass on the right side was found to be very difficult. The physician believes he either hit the mesh of the other tape or scar tissue. The second pass was made with mininal resistance. The procedure was completed, and upon closing, the physician saw a piece of mesh "laying there". The physician was able to easily pull the piece of mesh out. The physician is not sure if the removed mesh is from the first or second procedure.